Event description:
Clinical rationale: a 57-year-old female underwent a high-risk percutaneous coronary intervention (hrpci) with pre support clinical status consistent with scai shock stage e. The patient was supported by an impella cp device inserted via the right femoral arterial approach. Shortly after the procedure, the patient experienced an unexplained drop in blood pressure. Medical therapy was initiated in addition to ongoing impella support. Several supportive medications were administered, and approximately two hours later the patient¿s blood pressure returned to normal. The patient¿s pre-support clinical status of scai shock stage e and underlying critical condition may have contributed to the patient¿s drop in blood pressure. There were no allegations against the impella device, no product return is expected, and no download data was required. The patient remained on support until the reported explant date of (B)(6) 2026, at which time she was successfully weaned and survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and captured to section b5. Note: h6 heath effect-clinical, health effect-impact and medical device problem coding remain unchanged as previously reported.

Event description:
Additional information was received and reviewed, with minor clarification in wording noted. However, the event details appear unchanged. The following was noted: the patient was supported by an impella device during pci. For unexplained reasons, the patient experienced a drop in blood pressure shortly after the procedure. This was treated with medication in addition to the ongoing impella device. The hypotension was resolved. Serval supportive medications were administered, in addition to the impella. After about two hours, the patient's blood pressure had returned to normal. The pump was successfully weaned off the patient and was explanted. The patient did not experience any harm related to the impella, and, no causal relationship between the impella and the critical situation could be identified.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.